Manufacturer narrative:
Device passed rewind test; it failed prime / seating test during testing due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests or verify prime/fill anomaly due to the faulty sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated insulin did not exited after performing 5.0 unit of prime fill cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.